Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After an unspecified guide wire was advanced, they attempted to predilate the target lesion using a 5.5mmx40mmx135cm (4f) sterling balloon catheter. However, during the first inflation, the balloon ruptured. The device was removed intact from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.